Event description:
The pt underwent endovascular repair of aaa with the ovation prime abdominal stent graft system on (B)(6) 2012. Based on communication received from the site on (B)(6) 2013, a type ia endoleak was confirmed on (B)(6) 2013 using angiography, and the site believes that a type ia endoleak was present at the one month, six month, and twelve month routine f/u. As of the date of this report, there has been no report of a re-intervention.